Manufacturer narrative:
Date of event: date of event was approximated to september 12, 2016, implant date, as no event date was reported. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The anesthesiologist is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a single site mid urethral sling placement procedure performed on (B)(6) 2016 to treat a patient with female stress urinary incontinence. There were no complications during the implant procedure and the patient's condition at the conclusion of the procedure was reported to be good. As reported by the patient's attorney, the patient experienced an unknown injury.